Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 500 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised clear the alarm with esc and act. The customer was advised to replaced plunger and manually push plunger very slowly and verify insulin exits the tubing. The customer stated the insulin did not exit. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery. The customer was advised the device is working as designed. The customer was advised to monitor her blood glucose. The customer inquired if she should treat with shot, pump or call her healthcare provider. The customer was advised that we are unable to provide assistance in how to treat for the blood glucose.